Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-721a-1062: the metal cap is detached and returned; the glass cap exhibits severe devitrification at output window; the fiber can independently rotated within outer flow tubing; the metal cap exhibits severe charred detritus adhesion on surface, and indication of slight melting on output window; the outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that a fiber issue was observed after (B)(4) joules and 18 minutes of use but no information was provided regarding the difficulty encountered using the failed fiber. The fiber tip (cap) was not cleaned during the procedure. The fiber was exchanged, and the procedure was completed using the second fiber. There was no patient injury reported.